Manufacturer narrative:
The product was requested but not returned for an evaluation. However, an evaluation of the complaint was conducted. Additional information was requested from the patient but not provided. Because the lot number is unknown, the device history records could not be pulled and reviewed in the evaluation. According to the evaluation, the warnings in the package insert state this type of event can occur. According to the evaluation, since no additional information was provided and no product was returned, the complaint could not be verified and the most-likely cause could not be determined. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report five of five for the same event. Reports one through four are reported on MFR #0001032347-2016-00495 through 0001032347-2016-00498.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report five of five for the same event; see also 0001032347-2016-00495 through 00498.

Event description:
Through the tmj tracking the patient reported squeaking, pain and stiffness when moving the jaw. The patient commented an alleged failure of the implant. The patient stated "after two consults with military tmd specialist, it is presumed that the implant has failed and needs replacement."